Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter (stsf) and the patient experienced ventricular fibrillation that required defibrillation, cardiopulmonary resuscitation (CPR), extracorporeal membrane oxygenation (ECMO), impella placement and coronary angiography. The patient presented with atrial fibrillation and a pulmonary vein isolation was performed using pentaray, stsf and vizigo sheath. After finishing the ablation, they performed a remap to confirm pulmonary vein entrance block. Therefore, they stimulated via coronary sinus (cs) with 700ms. During remapping, the patient suddenly went into ventricular fibrillation. The patient was defibrillated a couple of times; however, ventricular fibrillation cannot be stopped. The patient was reanimated for more than 40 minutes and was then connected to an extracorporeal membrane oxygenation (ECMO). After the patient was successfully connected to the ECMO, the patient was defibrillated again, and sinus rhythm could be reestablished. Afterwards, a coronary angiography was performed and an impella pump was implanted. There was no obvious complication with the biosense webster (bwi) catheter (i.e., no pericardial effusion, no steam pop, no charring, no air embolism or anything else). Per the physician, this complication is not directly connected to bwi products. It was not clear why the patient experienced vfib. Maybe it was due to an acute occlusion of a coronary artery, however, it was uncertain. Outcome is improved. The patient was removed from ECMO and impella, and was extubated. He had reflexes in all four extremities. However, the patient required extended hospitalization. They did not ablate while the patient started vfib. It was after ablating and while remapping. There were no abnormalities during ablation. There was no impedance rise or anything else.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31189555l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803.this report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).